Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08487. It was reported that the symptomatic patient experienced nerve stimulation and presented for a right ventricular (rv) lead revision procedure. The rv lead was noted to be very anterior via fluoroscopy. The rv lead was repositioned. It was noticed that the right atrial (ra) lead was unable to remain anchored in position and exhibited loss of capture. The ra lead was explanted where it observed that the helix tip was covered in calcified tissue. The ra lead was replaced on (B)(6) 2020. The patient remained in stable condition.